Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
This is part on on-going neo-fit neo-natal endrotrac varying complaints from nemours foundation. In this case of patient (B)(6), there was no specifics, customer referenced prior forms.